Event description:
One patient sample with discrepant glucose results. Initial result gave 3 mg/dl. Same sample repeated on another analyzer using same methodology gave 121 mg/dl. Initial glucose not reported. The field service representative was unable to determine the cause of the discrepancy.